Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that the device resets by itself. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device power-cycled intermittently during use. There was no patient use associated with the reported event.

Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates a customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device power-cycled intermittently during use. Section b5, executive summary of the initial medwatch report should indicate a customer contacted stryker to report a non-critical issue with their device. Upon inspection, a third-party service agent observed that the device power-cycled intermittently during use. Stryker product analysis center (pac) evaluated the removed part and determined that the cause of the reported issue was due to a fault integrated circuit, u61, on the system pcb assembly.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device power-cycled intermittently during use. There was no patient use associated with the reported event.